Event description:
Pt reported that her device was temporarily turned off due to medical tests. Patient's psychiatrist does not feel that she should have been implanted with vns due to her traumatic brain injury. Psychiatrist did not feel comfortable programming the generator back on. The pt also reports experiencing headaches, painful stimulation and vomiting since implanted with vns. Pt stated that vns was exacerbating her traumatic brain injury condition. Patient's generator was explanted. Device was discarded by the hospital.